Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown, therefore the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. These specific lots were distributed to canada, japan, saudi arabia, and UK markets beginning august 2022 (distributed after the identified tripped trend). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. If product is returned no further investigation actions are required as this issue is confirmed to fa1004-2023. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a health canada declaration which reported the following information: the freestyle libre 2 device for monitoring glucose levels overstated my spouse's glucose level as 4.6, when he was delirious, sweating, and incoherent. The paramedics who were summoned used a blood glucose monitor, which showed his glucose level at 1.4, and they worked to resuscitate him and transported him to the ER. We reported this situation to our family doctor. We have since compared the freestyle libre 2 results to our finger prick meter for several weeks -- the freestyle libre 2 meter is between 1.5 and 4 points higher than the blood glucose meter. The results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event. Adc customer service attempted to contact the reporter 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There is a known issue for high readings, addressed by adc fa1004-2023, and it is unknown if the complainant product is related to this field action. The impacted product associated with this complaint has not been distributed in the USA. Impacted product was distributed to canada, japan, saudi arabia, and united kingdom. Adc field action fa1004-2023 was issued only to impacted countries. There was no report of death or permanent injury associated with this event.